Event description:
Related manufacturer reference number: 2017865-2023-17110. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead and ventricular lead exhibited an impedance problem. The patient was scheduled for a lead revision. During the procedure it was noted that the leads had twisted back to the generator site. Twiddler syndrome was suspected. The physician decided to explant and replace the ventricular lead and plug the atrial port. The atrial lead was explanted. The physician could not extend the helix on the leads. The patient was in stable condition post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the atrial lead and ventricular lead exhibited high impedance.